Event description:
It was reported that the pump was intermittently responding to the ok button. The pump reportedly has not been exposed to water and the keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.